Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5103762) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient cough, sinus, excessive mucus, difficult in breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer for evaluation and was visually inspected/scrapped with no evidence of foam degradation. During the evaluation, no problem was found with the device. The customer's complaint could not be confirmed.

Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer received a voluntary medwatch (mw5103762) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient cough, sinus, excessive mucus, difficult in breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.